Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Investigation of the device revealed cracked tip shells, cracked window, oil separation in the window, corrosion on the connector, and damage to the I-tube and handles. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing no images. There was no injury associated with this event.